Event description:
It was reportable to philips that the device had a blank display. There is no patient involvement. The customer requested that an authorized philips representative be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a damaged display. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The customer was provided with a quote for the required component but subsequently declined the repair. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reportable to philips that the device had a blank display. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reportable to philips that the device had a blank display. There was no patient involvement.